Manufacturer narrative:
The separation would interrupt therapy, and the patient could become hypoxia. Complaint history reviewed. There has been 8 similar complaints for 1600 cannulas in the previous 24 months. Complaint was confirmed via pictures sent by customer. Further evaluation cannot be conducted without rm or lot#. Most likely root cause is poor mek bonding strength.

Event description:
"The nasal tip became separated from the tubes during the night. The telescope was installed new on sunday evening (B)(6) before bedtime and the incident occurred on the night of june (B)(6). The batch number has not been preserved. No clinical consequences."

Manufacturer narrative:
The separation would interrupt therapy, and the patient could become hypoxia. Complaint history reviewed. There have been 8 similar complaints for 1600 cannulas in the previous 24 months. Complaint was confirmed via pictures sent by customer. Further evaluation cannot be conducted without rm or lot#. Most likely root cause is poor mek bonding strength. UDI related data quality updates only.

Event description:
"The nasal tip became separated from the tubes during the night. The telescope was installed new on sunday evening on (B)(6) before bedtime and the incident occurred on the night on (B)(6). The batch number has not been preserved. No clinical consequences."

Event description:
"The nasal tip became separated from the tubes during the night. The telescope was installed new on sunday evening june 11 before bedtime and the incident occurred on the night of (B)(6). The batch number has not been preserved. No clinical consequences."

Manufacturer narrative:
The separation would interrupt therapy, and the patient could become hypoxia.